Event description:
It was reported there was a volume discrepancy. The actual residual volume, 14 ml, was greater than the expected residual volume, 4 ml. Additionally, the health care provider was unable to aspirate all the water from the pump before implant since they only aspirated about 20 ml and injected 20 ml, which was less than expected. The physician was informed that the drug could have been diluted and advised to use caution if a bridge bolus or a refill was considered. Pt was noted to be in good condition but a bit flaccid. It was noted this pump was not a member of the propellant safety notice. It was later reported the pump contained lioresal and pt rec'd 600 mcg at a concentration of 2000 mcg/ml. Add'l info has been requested and will be made as f/u as it becomes available.

Manufacturer narrative:
(B)(4)